Event description:
Dealer states he received that chair and it appears it was put together wrong. States that the seat will not lock in place. States the back appears to be wider than the chair. States the xframe on the seat has 2 plastic bars. States that one of the bars appears to be backwards, causing tension, and causing the bars to bend, preventing seat from locking.

Manufacturer narrative:
The alleged chair was put together wrong due to trainee unfamiliar with assembling procedure, and meantime the f.q.c didn't found these deficiencies resulting n.g productions was used by consumer training production line workers. In view of trainee, make sure that they are properly instructed and trained before working. (B)(6).